Event description:
It is reported that the lens was removed and replaced due to patient's diagnosis of scotopia. It was stated by the physician's office that the patient is doing well and that lens was disposed at the physician's office.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.